Event description:
Rn in room to take down medicine when mother noticed, line had become disconnected and pt had blood on pants. Rn clamped he lumen on broviac. Nurse noticed that the line had come apart at the red port rather than the cap. A sterile gauze and harmostat was placed on the lumen by the rn and ace wrapped. Broviac catheter was eventually removed and a new one inserted. FDA safety report ID# (B)(4).